Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated rebooting had occurred. There was no damage found to the battery cap. Visual inspection revealed a cracked battery compartment. The battery cap was able to tighten securely to the pump with no yellow o-ring visible. The pump was exercised for 24 hours with no power issues being duplicated.

Event description:
The patient claimed the animas insulin pump has intermittent power issues. The subject pump allegedly will randomly reboot and show the verify screen. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.